Event description:
Putting the ureterorenoscopy beside the wire, a portion of the wire (about 0.5mm) was scraped from the wirebody. A portion of the scraped wirebody (about 0.5mm) was left in the bladder. It was flushed out from the patient. The patient did not require any additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation. This report is required by the FDA under 21 crf part 803.

Manufacturer narrative:
During the investigation a review of complaint history, documentation, instructions for use (IFU), quality control, and a visual inspection and functional test of the returned device were conducted. The description of event identified that approximately 0.5 mm of jacket was scraped from the wire guide, remained in the patients bladder, and was later flushed by the patient. Upon examination of the returned device, it was observed that there was a section approximately 6 cm long at about 35 cm from the distal end that displayed abrasion typical from being in contact with a rigid surface, such as a needle cannula. The lubricity was checked by activating the hydrophilic surface with saline and appeared to be appropriate for the product. There is a caution in IFU that states- "avoid manipulating or withdrawing the hydrophilic wire guide back through a metal needle or cannula. A sharp edge may scrape the coating or shear the wire guide." Although this was not specifically stated, based on the physical evidence, technique was likely a factor in the jacket abrasion and separation of the particle identified. The appropriate internal personnel have been notified and will continue to monitor for similar events.